Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00091.

Event description:
It was reported the roi-c anchoring plate could not be fully inserted into the roi-c cage and the plate became loose. The cage then fractured during attempted insertion. The devices were removed and the procedure was completed with the same type of products. There was no reported patient harm. This is report two of two for this event.

Manufacturer narrative:
Corrections to h6: findings. Inspection: the returned device was evaluated. Visual inspection of the plate reveals no signs of obvious damage.

Event description:
It was reported the roi-c anchoring plate could not be fully inserted into the roi-c cage and the plate became loose. The cage then fractured during attempted insertion. The devices were removed and the procedure was completed with the same type of products. There were no reports of patient harm. This is report two of two for this event.

Manufacturer narrative:
Corrected information in d4: UDI number.

Event description:
It was reported the roi-c anchoring plate could not be fully inserted into the roi-c cage and the plate became loose. The cage then fractured during attempted insertion. The devices were removed and the procedure was completed with the same type of products. There were no reports of patient harm. This is report two of two for this event.

Manufacturer narrative:
Corrections in d4: usi number, d9, and h3. Additional information in h6: component codes, type of investigations, and findings. Inspection: the returned item was evaluated. Visual inspection of the cage reveals that it is fractured. Device use and compatibility. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the roi-c anchoring plate could not be fully inserted into the roi-c cage and the plate became loose. The cage then fractured during attempted insertion. The devices were removed and the procedure was completed with the same type of products. There were no reports of patient harm. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog#: mc1341p roi-c implant 12x14 h5mm lot#: 68504. Photographs were received, however, the event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.